Event description:
It was reported during an atrial fibrillation ablation procedure, the patient developed a pericardial effusion. The physician accessed the left atrium with a transseptal puncture through an agilis introducer. A therapy cool flex ablation catheter was introduced through the agilis and positioned for pulmonary vein isolation. Prior to ablation, the patient complained of nausea and chest pain leading the physician to perform a transthoracic echocardiogram which confirmed a pericardial effusion located near the pulmonary veins. No intervention was needed to treat the effusion. The patient was not anticoagulated and the effusion was labeled as small. The patient's status was listed s okay post procedure and his current status is stable. The physician stated the effusion was not related to the transseptal puncture and he does not establish a direct relation with the effusion to the device.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The root cause classification of the pericardial effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.